Event description:
During a total knee replacement, an apc femoral cutting guide sz 5 was used. When it was being removed from the femur, one of the posts that secure it in the distal femur broke off in the bone. It was left in the bone because it broke off flush with the surface and could not be removed. Note this portion is made of surgical grade stainless steel. The pt had not suffered any adverse effects as a result of the incident. Surgery was not prolonged.